Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented in the hospital with pauses and inhibition observed on an ECG. Sensing thresholds were >12mv in the bipolar configuration. Occasional inhibition was noted at 4.0mv setting in the bipolar configuration. Temporary inhibition could not be recreated with unipolar sensing and isometric exercises. X-ray displayed clavicular crush.